Event description:
Caller reported a cartridge alarm 20 and a high blood glucose level; however, specific value was unknown, as it displayed as "high." The caller performed a correction injection using multiple daily injections (mdi) to manage the blood glucose level without needing assistance from a third party and was not incapacitated by the issue. Technical support decided to replace the pump under warranty due to cartridge alarms with consecutive cartridges and sent a replacement pump with updated software. The caller was informed of necessary steps to take upon receiving the replacement pump and committed to completing training before using it.